Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: the returned photos show disassembled company device, the plunger appears to be fully advanced, the nozzle is removed from the device. The lens is observed in the nozzle (lens bay level), one haptic appears to be broken/torn and is observed on the iol optic. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that there was a problem with the stem when trying to insert the lens, which prevented it from moving and fitting properly and when trying to remove it, one of the lens legs broken. The procedure was completed on same day with another model different diopter, same company lens.